Event description:
It was reported that the patient expired without clear information as to whether the advisory pulse generator caused or contributed to the death. It was also noted that the right ventricular (rv) lead implanted in 2007 was inactive and replaced on (B)(6) 2020. No further information was available.